Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 40 mg/dl. Type of treatment was not reported. Contact reported there were no alerts/alarms. However, upon follow up, contact confirmed all pump alerts/alarms were "in working order". As customer was not with contact at time of report or follow-up, pump history could not be reviewed. Contact did not provide further information and declined further troubleshooting.